Event description:
Boston scientific received information that this patient required antibiotic treatment due to a possible pocket infection. During the implant of the epicardial left ventricular lead, a pinhole leak was noted. The device pocket was flushed out and closed.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.